Event description:
I have used kotex tampons for the past two years and never had a problem. I just recently started using the u by kotex because the small packaging is more suitable to keep in my car or purse. I got my period two weeks ago so as usual I used them until it was over and that was that. Until about a week later and I started noticing a bad smell and discolored discharge. I made an appointment for my gynecologist, but my appointment isn¿t until the (B)(6). Today, while using the bathroom, the broken off piece fell out, I had no idea it was there. I threw away about 5 boxes of these tampons and I¿m not happy because they are not cheap. Frequency: a few days per month; how was it taken or used: vaginal; why was the person using the product? Period.